Event description:
It was reported to philips that the system gave an alert that the motorized movements were not possible, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. A diagnostic coronary procedure was completed on same system as the c-arm would moving slowly. A remote service engineer analysed the system remotely and confirmed that the ad7 height potentiometer (saf-r1) position was mismatched. The cause of the ad7 height potentiometer failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ad7 height potentiometer by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the motorized movement functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.